Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an access issue with microsoft multi-factor authentication (mfa). A technical support specialist confirmed that mfa was managed on the hospital end and could not be disabled from the pyxis system. The specialist informed the customer that the login error message could not be modified and suggested submitting an enhancement request to propose changes to the error message. The customer agreed to contact internal information technology (it) to review mfa settings for pyxis and approved closure of the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user had microsoft multifactor authentication issue and unable to access to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.